Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up and down arrow keypad buttons have to be pressed multiple times for a response. The reporter denied any damage/peeling to keypad. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, all keypad buttons responded intermittently when pressed, and there was evidence of adhesive/contamination found under all key contacts.